Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. .

Event description:
It was reported that when the patient lays on his side the machine alarms that the PICC is kinked/occluded. No other information was provided.